Event description:
Iabp alarmed "leak in circuit" and blood noted in drainport. During exchange of catheter, pt sustained a cardiac arrest requiring resuscitation. The second catheter ruptured and required exchange, and during the exchange, the pt suffered a second cardiac arrest, was resuscitated, but remained hemodynamically unstable and died.